Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during dwell four of five of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.